Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor was reading below 40 mg/dl while their blood glucose was 130 mg/dl. They turned the sensor off and turned it back on but it was still reading wrong. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 40 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will be returned for analysis.